Event description:
Boston scientific received information that an episode of noise was observed on the right ventricular (rv) channel of this system. Isometrics were performed and the noise could not be reproduced. Lead impedance was 217 ohms. The physician will continue to monitor the patient as no pacing inhibition or patient symptoms were observed. Additional information was received six months later that this patient had been admitted to the hospital for intermittent pacing inhibition due to a suspected fracture. Device interrogation displayed a fault code (fc) 1004 with the message that a short circuit condition was detected during shock delivery. A revision procedure was performed and the rv lead and device were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
No products will be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.